Event description:
It was reported that the patient passed away on (B)(6) 2022. The death was not considered to be device related and the device operated as expected. Due to hospital policy, no other information can be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system, serial number (B)(6) , cannot be conclusively determined through this evaluation. (B)(6) will not be returned for evaluation. Per hospital policy, no further information regarding the event will be provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.